Manufacturer narrative:
Visual examination of the returned product found the balloon burst.

Event description:
According to the available information, when trying to indwell the catheter, the balloon burst.